Event description:
When the surgeon clamped down on the tissue with the ligasure device the error sound alerted. This makes it so that the machine won't work. Sometimes the error message comes up if the surgeon has tried to clamp too much tissue at once. However the surgeon repositioned and tried again and the error alert sounded again. At this point, they traded the handpiece out for a new one and the new one worked just fine.